Manufacturer narrative:
The customer replaced the integrated multi-sensor technology (imt) diluent because it was low. The customer primed all fluids and reran quality controls, resulting within range. The osr ran precision, resulting satisfactory. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the imt printed circuit board, the imt port and aligned the sample probe. The cse primed all of the imt fluids and replaced the imt tubing to obtain proper pump rate. The cse calibrated imt and ran qc, resulting satisfactory. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. Two of the discordant (B)(4) results were reported to the physician(s). The third result (B)(4) was not reported as the customer realized there was an issue with the run. The samples were repeated on an alternate instrument (dimension exl 200), resulting as expected. Two corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.